Event description:
Device report 1 of 2: reference MFR report: 1627487-2012-09120. The pt received the scs system with two percutaneous leads (from two different lots). It has been reported the pt had lost stimulation coverage from the lead implanted for her right side pain coverage. An x-ray revealed that the lead had migrated out of the epidural space and into the pocket, the pocket was placed midline on her backside. A surgical intervention was undertaken to explant and replace the migrated lead with a new lead. It was reported the pt regained stimulation on her right side postoperative.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.